Event description:
Customer called to report a small leak from flowcell line #14 of the synchron cx pro clinical system, model cx9 pro, following customer-initiated maintenance, when customer replaced the electrodes and the carbon dioxide (co2) electrode membrane. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found that the electrodes were leaking. The fse removed and cleaned the flowcell to address the issue. The fse noted that customer failed to remove old quad rings while performing maintenance, then failed to properly assemble the membrane to the co2 electrode. The fse removed the extra quad rings, properly assembled the electrodes and reinstalled all of the components. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. In conclusion, the cause of the event is attributed to user error as customer performed an improper quad ring sequence during customer-initiated maintenance. (B)(4).